Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse performed maintenance on the rotary valve for integrated multi-sensor technology (imt) module. A siemens headquarters support center (hsc) specialist reviewed the instrument data and service report and determined that sodium recovery and standard deviation measurements were acceptable after maintenance was performed. The hsc specialist determined that the cause of the discordant, falsely low sodium results on two patient samples was due to the maintenance required for the imt rotary valve. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na) results were obtained on two patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s), who questioned them. New samples were obtained from both the patients and were tested in an alternate laboratory on an alternate platform, resulting higher. The customer repeated the original samples on an alternate dimension vista instrument, also resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium results.